Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 06/11/2010 adn 06/14/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4). (B)(4). (B)(4).

Event description:
Adverse event(s): "retinal detachment" (no code available). Product problem(s): "malposition" (malposition of device [iol (intraocular lens) implant]). A tech reported that a pt has a history of retinal detachment following intraocular lens (iol) implant surgery. During an add'l procedure, the tech reported that the initial iol was explanted. Also during this add'l procedure, a second iol was implanted but had to be removed (during the same procedure) due to a choroidal bleed. The pt was left aphakic. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the initial lens.